Event description:
It was reported that the anchor was broken (square back end). There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off the manufacturer internal reference number is: (B)(4).